Event description:
It was reported that the patient developed an infection. The patient was admitted to the hospital; the device and lead were removed. Additional information indicates there was vegetation on the defibrillation lead. Intravenous antibiotic therapy was initiated. And a wound drain was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).